Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ennovate screw driver. Distal end broken off. There was no patient harm. Additional information was not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a decontaminated condition. According to the available information, there were no negative consequences for the patient. The instrument arrived with broken off tip. The broken off tip was not enclosed. Investigation used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840, · digital-camera "panasonic dmc tz8". We made a visual inspection of the damaged instrument. The distal end with the torx- tip is missing. We found a rest of the hex tip in the cavity of the shaft. This tip is brazed in the shaft, the hatched areas are marking the rest of the tip which is still in the shaft (the braze bond is in a proper condition). After that we investigated the surface of the remained piece of the tip. The fracture surface exhibit the typically signs of a ductile intercrystalline forced fracture. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot 52502648 at hand. Conclusion and root cause the root cause is most probably usage related. Rationale the fracture surface shows the typically signs of a intercrystalline fracture, caused by a mechanical overload. A material defect or a manufacturing error can be excluded. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.